Manufacturer narrative:
This event occurred in (B)(6). Field service engineer (fse) observed crystals on reagent probe 2 and noticed it was de-adjusted. The fse adjusted reagent probe 2 correctly. The original hbw3 result was 8.84 mmol/mol. The repeat hbw3 result was 8.87 mmol/mol. The original a1w3 result was 0.938 mmol/mol. The repeat a1w3 results were 0.350 mmol/mol and 0.351 mmol/mol. The hbw3 absolute results were almost identical for both the initial and repeat results. The difference was observed in the absolute a1w3 results. Hbw3 is measured during the phase with reagent probe 1. The volume pipetted for the reagent probe 2 phase was too low which caused the higher absolute a1w3 result. The investigation determined the root cause of the event was the de-adjusted reagent probe 2 causing imprecise pipetting.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c513 analyzer. The initial result was 106.1 mmol/mol (11.9%). This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated with a result of 39.5 mmol/mol (5.8%). Two days later the results from a new sample confirmed the repeat result.